Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from discomfort at the implantable cardiac monitor insertion suture. The device extruded. The implantable cardiac monitor was explanted.